Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was evaluated by an olympus endoscopy support specialist (ess) and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that after reprocessing, a white spot developed on the scope's control head occurred due to the user used too much detergent during pre-cleaning. The foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following instructions for use: gt9882 oer-elite operation manual. Chapter 6 reprocessing operations 6.2 precleaning, leak testing, and manual cleaning modified precleaning and manual cleaning immediately after each patient examination, perform the bedside-precleaning and manual-cleaning procedures for the endoscope as described in the endoscope¿s reprocessing manual, but with the modifications described in this section. This section describes: 1) how certain steps performed at the bedside can be performed using less fluid volume, and using water in place of detergent, 2) how the manual steps for brushing the channels and the elevator (if applicable), and for cleaning the outside surfaces of the endoscope are unchanged, and 3) how the requirement to connect certain flushing tubes, and the need to manually flush detergent and rinse water through the channels can be omitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility.

Event description:
Olympus was informed that during an onsite visit, the user facility staff or customer was using too much detergent in their pre-cleaning or bedside for the scopes. They were wiping down with intercept, and then washing in the sink with prolystica. After that process, the customer were placing the scope in the reprocessor using endoquick detergent, which caused the control head to build up residue. No patient infections or injuries was reported.